Event description:
The device involved in this MDR report will be explanted because the interrogation could not be completed. However, normal pacing behavior was observed in standby mode (safety vvi backup mode).